Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient was presented for a device downgrade and atrial lead replacement since noise was observed on the right atrial (ra) lead. Noise was reproducible when the patient moved the arms. The ra lead was capped on (B)(6) 2019 and replaced. The patient had no complication before, during or after the procedure and was discharged the same day.